Event description:
The tip of a intuitive da vinci endowrist vessel sealer extend broke off. Md saw the failure and immediately retrieve the device with no harm to patient. Md was offered a new device, but chose to continue with current equipment believing function was not effected.